Event description:
It was reported that post procedure, the valvuloplasty balloon became stuck in the sheath during retraction. The valvuloplasty balloon catheter and sheath were removed together as a single unit without incident. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The balloon was not properly folded and mechanical damage was observed on the improperly folded pleats. The distal portion of the balloon was slightly prolapsed over the distal tip and was improperly folded. The sheath was examined and the distal tip of the sheath was slightly damaged, likely indicating retraction issues. The balloon was advanced forward and inflated to maximum inflation pressure and subsequently deflated without issue. The balloon did not re-fold in the appropriate manner upon deflation due to the distal portion of the balloon being slightly prolapsed over the distal tip. An attempt was made to retract the balloon from the sheath and the balloon was unable to retract due to the improperly folded pleats. The investigation is confirmed for retraction issues. The returned device indicated that the balloon was not properly re-folded and the distal portion of the balloon was slightly prolapsed over the distal tip. It is likely that the balloon's improper re-folding pattern contributed to the retraction issues. The root cause for the balloon not re-folding properly is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.